Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that on the same day after the implantation the lead had to be repositioned due to diaphragmatic stimulation. Patient experienced shortness of breath, rapid heartbeat, drop in blood pressure and increase in lactate and creatinine due to atrial fibrillation/flutter. Lead remains implanted. Should additional information be received, this file will be updated.